Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer change their pump supplies and insulin delivery was successfully resumed. The customer's blood glucose (bg) level ranged between 300-400mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer speculated that the occlusion alarm may have been caused by a discoloration spot in the cartridge patient line that may have been the result of the bending of the plastic. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.